Event description:
It was found membrane broken during first use, 2 minutes after patient connection. Blood flow rate 60 ml/min. Tmp.30mmhg. The patient did not suffer any blood loss and no medical intervention was required.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed.